Event description:
Child currently using medtronic 630g insulin pump. On (B)(6) 2017 caregiver of child replaced pump infusion set and filled reservoir with approximately 100 units of novolog insulin. She gave a small bolus for 40 carbohydrates, blood sugar was 178 mg/dl. Shortly thereafter child had low, pump suspended. Continued to have lows throughout next few hours with multiply treatments with carbohydrates to get blood sugar back over 70 mg/dl. Lowest recorded blood sugar was 52 mg/dl after receiving treatment. Approximately six hours later caregiver noticed that the reservoir of novolog insulin was empty. Dose or amount: estimated 80-90 units novolog. Frequency: once. Route: subcutaneous. Dates of use: (B)(6) 2017. Diagnosis or reason for use: type 1 diabetes mellitus. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.